Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rising lead impedance was observed on the right ventricular lead. Impedance measurements increased slowly since (B)(6) 2017. The patient was stable.

Manufacturer narrative:
Included chest x-ray performed on (B)(6) 2017.

Event description:
New information noted that during device interrogation on (B)(6) 2017, high impedance and lead fracture was noticed on the right ventricular lead. A chest x-ray was performed on (B)(6) 2017, it is unknown if this confirmed the lead fracture. The lead was explanted and replaced on (B)(6) 2017 during generator change. The patient was stable during and after procedure.